Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant or time of rupturing is unknown. Vessel morphology at the time of this event was reported as the aortic neck had dilated due to disease progression and there was moderate angulation in the aortic neck. It was reported that approximately 75 months post stent graft implant the patient presented emergently to the hospital with severe abdominal pain. The CT demonstrated that the stent graft had migrated with a type I endoleak, resulting in rupturing of the aneurysm. The cause of the migration can be contributed to disease progression of the patient's vessel. The physician placed two proximal aortic cuffs resolving the type I endoleak. It was reported that the patient expired the following day.

Manufacturer narrative:
.